Event description:
Healthcare professional reported "right sided rupture found at operation". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, openings, missing. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification, openings striated. Based on the device analysis the final assessment is: a sharp broken shell on posterior due to an unidentified (tear) opening; striated edge openings on posterior side due to surgical damage; a piece of the shell is missing the assessment is inconclusive. Additional, changed, and/or corrected data: d.10., g.1., g.3., h.3., h.6.

Event description:
Healthcare professional reported "right sided rupture found at operation". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional reported "right sided rupture found at operation". The device was explanted.